Event description:
Customer reported that the needle would pull off the suture. The surgeon removed the suture and got another suture. There are no reported adverse consequences to the pt related to this event.